Event description:
It was reported that one day after a vena cava filter was implanted prophylactically, the pt had lumbar surgery to place 4 plates and 6 screws, between l5 and s1. Approx five mos after the surgery, while on vacation, the pt presented to the ER with severe chest pains and st-segment elevations. He was given tnkase and lovenox as well as plavix and intravenous nitroglycerin. The pt was taken emergently to the cardiac catheterization laboratory, because of continued chest pain despite the nitroglycerin. The pt was found to have a tight proximal left anterior descending coronary artery stenosis. The stent was placed after balloon angioplasty. The pt then developed cardiac tamponade. The pt underwent code blue resuscitation. An exploratory mediastinotomy was performed and a 10-gauge wire was found perforating the inferior aspect of the right ventricle. The pt has recovered and the vena cava filter remains in the pt and has not migrated from the original placement.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample has not been returned for eval as it remains implanted. Medical records indicated that a 10-gauge wire was found perforating the inferior aspect of the right ventricle. This is not the size of the wire used in the g2 vena cava filter. It is unk if the wire found in the right ventricle was a wire from the filter, or from another device used during angioplasty and stent placement. The origin of the wire in the heart is unk at this time. X-rays from the facility performing the interventions are not available for review at this time. The results of the investigation are inconclusive; it is unk if pt or procedural factors contributed to this event. The information for use (IFU) for this device states: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.